Manufacturer narrative:
The patient's weight was reported to be about (B)(6).

Event description:
This is the same case and patient as MFR report # 3005099803-2011-02978. This report pertains to the second of two devices. It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling placement procedure. According to the complainant, the physician buttonholed the vaginal mucosa during implantation of the mesh leg on the patient's left side. This was noticed after the mesh leg had been pulled through the abdomen. The physician then disengaged the association loop from the delivery device and pulled the mesh leg back through the vaginal incision in order to make a second attempt. There was difficulty pulling the mesh leg through and the mesh sleeve broke leaving the blue dilator and association loop in the patient. The physician removed the detached piece from the patient. The physician completed the procedure with another obtryx curved sling system without any other complications. The patient is currently reported to be "doing well." Attempts to obtain additional information have been unsuccessful.